Event description:
It was reported a tlv30 and a trv30 was used during an unknown procedure. It was reported by the affiliate when using the tlv30 the 1st cartridge worked fine; the 2 refills did not fire normally. Loose staples fell out after the stapler was removed from the chest. Superior pulmonary vein staple line essentially fell apart. Pulmonary artery staple line had bleeding from the top corner. Surgery extended by 30 minutes; surgeon had to suture up holes. Surgeon would like a response on the evaluation as soon as possible.

Manufacturer narrative:
Tracking #.57206/a. Device-c. Based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was rec'd in good condition. There were three cartridges returned with the instrument. Two of the cartridges were empty and one was fully loaded with staples. As the third cartridge was returned fully loaded with staples, it appears possible that the instrument may have been fired with a spent cartridge. The instrument was fired with the returned cartridge that was loaded with staples. It fired and formed all the staples without incident. The staple formation and staples heights were measured and were found to be conforming with respect to mfg requirements.